Manufacturer narrative:
Siemens headquarters support center (hsc) concluded their investigation of the event. A siemens field service engineer (fse) was dispatched to the site. The fse performed troubleshooting service/maintenance including replacement of the rotary valve, alignments, and a power flush of the system. The part replaced by the fse is part of normal troubleshooting/maintenance. No other events have been reported by the customer since the service visit. A potential product issue was not identified. The cause of the event is unknown. The device is performing within specifications. No further evaluation is required.

Event description:
Discordant, falsely elevated v-lyte® integrated multisensor sodium (na) results were obtained on patient samples on a dimension vista® 500 system. The discordant results were reported to the physician(s) who questioned the results. The samples were reprocessed on an alternate dimension vista. Lower results considered correct were obtained. Corrected results were reported. There are no known reports of patient intervention, or adverse health consequences due to the discordant elevated sodium results.